Manufacturer narrative:
A return was not required nor requested for this evaluation as the abbott field service engineer (fse) provided sufficient information regarding the damaged external waste pump. A review of the information from the customer site documents that the external waste pump (ewp) was plugged into an electrical outlet and personal protective equipment (ppe) was not being used. The customer was attempting to troubleshoot the ewp due to difficulty emptying and the audible alarm sounding. Subsequently the customer observed the float sensor apparatus was broken from where it connects to the pump housing exposing the internal wires. An abbott field service engineer (fse) examination found no bare wires. The customer was unable to state the condition of the float sensor apparatus prior to or after they cleaned the floats. Neither the ewp instruction manual nor the architect system operations manual provides operator/customer instructions for opening and/or cleaning the float sensors. The ewp instruction manual provides the operator/customer with technical specifications, electrical safety parameters, and pump installation instructions. The technical assistance section states call your area abbott customer support center if you cannot correct an observed problem, if the problem occurs repeatedly, or if you observe abnormal operation. The architect system operations manual provides the operator information for maintenance, component replacement (including the external waste pump), and troubleshooting the reported issue. The external waste pump instruction manual (part number 90297-101) provides technical specifications, electrical safety parameters, and pump installation instructions. The technical assistance section states call your area abbott customer support center if you cannot correct an observed problem, if the problem occurs repeatedly, or if you observe abnormal operation. The architect c8000 service manual provides service and maintenance procedures to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of this evaluation and information from the customer site, a specific cause of the shock and/or the damage to the float sensor apparatus could not be determined. The issue was related to a use error as the operator/customer did not use ppe or unplug the power cord prior to servicing the ewp. There is insufficient information to indicate a malfunction or a deficiency of the external waste pump or the architect c8000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that an employee at their site received an electrical shock while troubleshooting an issue with an external waste pump connected to an architect c8000 analyzer. The employee was cleaning the floats on the pump and came into contact with bare electrical wires at the float assembly. There were no injuries sustained by the operator resulting from this issue. The pump assembly for this analyzer has been replaced. There have been no further issues reported with subsequent instrument operations and test results acceptable.